Event description:
Films were received and their evaluation was completed. The review of films 11-months post-implant show the stent graft was positioned several cm below the lsa. There was a proximal type I endoleak with minimal visible proximal seal length. The aortic diameter at the endoleak measured approximately 45mm, and the proximal stent graft od measured 40mm. The maximum diameter of the taa in the descending thoracic was 6.5cm, and distal to the most distal stent graft measured 4.5cm. The ascending aorta diameter measured 41mm just proximal to the innominate, and 47mm near the heart valve. Film pre-implant or immediately post-implant were not provided, and the placement of the stent graft at the time of implant is unknown. It is likely that the reported disease progression contributed to the migration and endoleak.

Event description:
A talent captivia stent graft was implanted in a patient for the emergent endovascular treatment of an ascending aortic aneurysm with aortic insufficiency and a distal thoracic aneurysm. Vessel morphology was reported at there was disease progression with thoracic aorta dilatation. The physician reviewed the post-operative films and stated that the talent stent graft was implanted about 1cm distal to lsa. A recent CT revealed that the stent graft has migrated distally approximately 3 cm with a proximal type I endoleak present. The patient will be monitored and treated at a later date. No additional clinical sequelae were reported and the patient is fine.

Event description:
Additional information was received as follows: a recent CT revealed that there is a proximal type I endoleak present. The patient was treated with a 40 mm diameter valiant captivia stent graft at the level of the subclavian artery and the proximal type I endoleak was resolved. The patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), patient's condition affected effectiveness of device (disease progression with thoracic aorta dilatation). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression with thoracic aorta dilatation).

Manufacturer narrative:
Evaluation method: (films).